Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported receiving a check settings alarm on the insulin pump. Customer reported that this alarm occurred during the rewind process. Blood glucose level was 460 mg/dl at the time of the call. No further info was provided.